Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the atrial lead exhibited noise and impedance greater than 3000 ohms.